Manufacturer narrative:
.

Event description:
It was reported that the deep brain stimulator turned off on its own. The device was confirmed to be on. However, when the patient was at work his tremor was 'bad.' The patient worked in a casino. Using the patient programmer, the device was confirmed to be turned off. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.